Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. A pump system check was performed and the occlusion was found to be within the cartridge. The customer changed the cartridge, infusion set tubing and site. Insulin delivery was resumed. The customer's blood glucose (bg) level was in the 400s mg/dl and there was a moderate ketone level. A bolus via the pump was delivered to address the bg level. Reportedly, the customer was using a u500 insulin in the cartridge.